Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). Endoscope received with missing distal window resulting in fluid invasion and subsequent major damage to optical components. Complete window was missing. Fragments of adhesive of the distal window are missing. The root cause of this failure was due to mishandling/misuse.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the endoscope was dropped. The procedure was completed with no reported injury.